Manufacturer narrative:
Follow up inquiries to confirm device serial numbers and to obtain further information including patient treatment and medical records were sent on 19-sep-2017, 21-sep-2017, 22-sep-2017. If additional information should become available, a supplemental medwatch report will be submitted.

Event description:
On (B)(6) 2017, a merz field representative was made aware via a phone call from a treatment provider that a patient had a hypertrophic scar in the shape of one line on the lateral upper neck following an ulthera treatment. The full face ulthera treatment occurred on (B)(6) 2016. The serial number of the device was obtained from customer records. On (B)(6) 2017, the patient informed her ulthera provider that she had a hypertrophic scar. The doctor recommended a silicone stretch sheet band-aid at that time. On (B)(6) 2017, the patient had a follow up appointment during which the provider determined that the scar was worsening and extending, turning into a keloid scar. The provider excised the hypertrophic scar on that day.

Manufacturer narrative:
An evaluation of the returned product was not performed. No evaluation of this product was conducted, because the device was not returned under this complaint RMA. Additionally, no information regarding the ultherapy device such as a support log was provided by the health care provider, despite multiple follow-ups on 09/19/2017, 09/21/2017, and 09/22/2017. Based on these findings the reported issue was unable to be confirmed due to insufficient data. An evaluation of the device complaint history found that this control unit has never been returned for service and repair, although it has been captured under 2 complaint records for unrelated issues. An evaluation of the original DHR found that there has been no design changes associated with the ultherapy uc-1 control unit that could have contributed to the reported issue. There were no allegations of a problem with the device and the investigation did not confirm a malfunction of a merz/ulthera manufactured device. Since a device was not returned and no additional information was provided during this investigation or throughout follow-ups, it could not be confirmed whether or not the merz/ulthera device contributed to the alleged patient injury. A review of the "patient scar" complaint trend analysis was performed for the month of july 2018, and there was no trend.